Event description:
It was reported that the pacemaker associated with this right atrial (ra) issued an alert for high out-of-range pacing impedance on both the ra and right ventricular (rv) channels. Technical services review of remote patient monitoring data confirmed the reported measurements and also found an episode of ventricular tachycardia recorded the day before the out-of-range ra measurement. It was later reported that the patient had expired the day after the ra alert and the day of the rv alert. The physician did not believe the death was related to the implanted system.